Manufacturer narrative:
A pc tear is a potential consequence of cataract extraction by phaco. Conditions may arise either because of the ocular anatomy, system issue, or because of surgical technique. Based on quality assurance (qa) assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported, a posterior capsule tear requiring a vitrectomy during laser assisted cataract surgery. This was the surgeons first time to use the fragment pattern and the treatment was placed greater than 500 microns from the posterior capsule. During the phaco portion the surgeon noticed vitreous come up with the first piece of the lens, a vitrectomy was performed and a sulcus intraocular lens was implanted. Surgeon reported that the patient had completely dark vision for 6 hours. In his opinion, this effect could not have been due to the anesthetic injected after the side port incision as it unlikely that the anesthetic would have remained after initiating phacoemulsification, as the fluid largely replaces itself. It was further noted that the capsular rupture had to have occurred early, prior to any significant phaco. Upon additional follow up it was reported that the patient is doing well and no additional medical treatment was required.